Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 105 mg/dl. Customer stated that he was changing the battery yesterday and it took him about 6 tries to get a battery working. Troubleshoot for failed battery test alarm was performed and pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.